Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole event description: during a laparascopic cholecsystectomy. During the lap cholesystectomy the ca500 clip applier from lap chole kit k0588 was used to clip the cystic artery, x2 clips applied, both clips slipped off once the artery was cut between the clips, the clips slipped off. Several attempts were tried to secure the artery but failed and slipped off. A new clip applier was opened and used and worked fine. A new ca500 was opened and procedure was completed. Additional information received by distributor via email on 23jun23: the clip was fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The clip looked like it was closed but then slipped off x. The surgeon didn't use the ca500 to skeletonize tissue. Patient status: no harm was done to the patient intervention: device replacement

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during a laparoscopic cholecystectomy. During the lap cholecystectomy the ca500 clip applier from lap chole kit k0588 was used to clip the cystic artery,x2 clips applied, both clips slipped off once the artery was cut between the clips, the clips slipped off. Several attempts were tried to secure the artery but failed and slipped off. A new clip applier was opened and used and worked fine. A new ca500 was opened and procedure was completed. Additional information received by distributor via email on 23jun23: the clip was fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The clip looked like it was closed but then slipped off x. The surgeon didn't use the ca500 to skeletonize tissue. Additional information received by distributor via email on 3jul23: the lot number which was reported to you (1475538) was a random lot number which was provided to the sales rep by the hospital as they discarded the packaging & were unable to identify the lot number. The hospital was not aware that the lot is also printed on the physical warehouse. We will ensure our hospitals are informed of this to make sure this issue does not occur in future. By the time the item was received by us to our warehouse to be packed & shipped back to you, it was inside of a sealed biohazard bag. Because of this, we were not able to verify the lot number as we do not have the facilities to open a sealed biohazard bag. The correct lot number for this complaint is the one you have, 1477354. This is the device which the faulty complaint is about. Patient status: no harm was done to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the event unit passed all functional testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.